Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Motion artifact and tactile artifact contributed to the false detection. The pt was reported to be in the hosp and sleeping when he was awakened by the alarms, and the lifevest treated him. The nursing staff heard and responded to the alarms. The response buttons were pressed after the treatment was delivered. The pt remains in the hosp and continues to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt remains in the hosp and continues to wear the lifevest. Device eval was accomplished through a review of the pt's downloaded date file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date: monitor sn (B)(4): 03/01/2013 - reuse; electrode belt sn (B)(4): 04/01/2014 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).